Event description:
During laser vaporization of the prostate, the tip of the laser fiber broke off in the patient's bladder. The surgeon retrieved the tip.notes from the operative report: "approximately 50,000 joules were used to laser the prostate tissue. Unfortunately, at the end of this procedure, the laser fiber broke. It was adequately removed; however, there appeared to be a malfunction on the laser procedure. We went through approximately 10 or 12 fibers, none of which were working properly. At this point, I chose to convert to the electrocautery and used a rollerball to adequately coagulate and remove additional tissue. At this point, the procedure was terminated. The patient was discharged to the recovery room in stable condition without intraoperative complications."